Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that "the tips of the clips crossed". The case was finished with another clip applier. There was no consequence to the pt.